Event description:
The event involved a empty lifecare container 100 ml size where the customer reported a bag leakage during infusion of an unknown medicine. That the tubing set was replaced, and therapy resumed. That there was no spillage or any drug exposure to patients or staff. There was patient involvement but no patient harm.

Manufacturer narrative:
Received one used list #079510471 empty lifecare container with a chemoclave bag spike. No damage or anomalies were noted. Filled the empty lifecare container with water to attempt to identify a leak. Observed a leak coming from a small tear just above the port. The complaint of bag leakage can be confirmed due to the cut found on the 1 empty lifecare container .the cause of the damage is unknown, however, it would have occurred outside of ICU medical control. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Additional contact information: (B)(4).